Event description:
Patient's mother called stating that two philips/respironics ventilators that were sent to them for use for her daughter in the past year are both recalled, but were never notified of the recalls. The first one was returned and replaced with another ventilator that also was on the recall list. Reporter says that there is a white particulate that comes out of the device when in use and that her daughter, in the past year, has been hospitalized with bacterial infection (pseudomonas) in her lungs four times. Reporter also is aggravated because they were never notified that these devices have been recalled where, when in use, her daughter has ended up with bacterial lung infections each time. Reporter states that this is dangerous and can be life-threatening.